Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely since breakage of the subject item or loose connection were not confirmed, that something (foreign material, etc.) Got caught between the connector of connecting tube and the connector in reprocessing basin during connection and therefore the connecting tube could not be connected. The user can detect the event by inspecting item in accordance with the following IFU: "preparation and inspection move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device manufacturer date: the device was manufactured in july 2012 based on the three-digit lot number. The specific date could not be determined with that information. The suspect device was sent to an olympus service center for evaluation. Inspection and testing found no signs of the lock levers and metal clips coming off. In addition, there were scratches on the outside of the tube, on the plastic connector, on the teflon connector, and on the connecting lever. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device could not be connected to the channel connector in the reprocessing basin. There was no harm or user injury reported due to the event.